Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the cause of the reported event cannot be conclusively determined. The issue will be resolved by replacing the maj-1971.

Event description:
It was reported that during reprocessing the plastic connector on the scope washer accessory cable was found to be broken. No harm was caused by this issue and the broken connector was not used once it was found the tab was broken.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03027. The original equipment manufacturer (OEM) could not perform a device history record review as no serial number was provided for the subject device. As part of the investigation, olympus followed up with the user facility t obtain additional information regarding the event but with no results. However, based on the information received the OEM completed the investigation and determined the potential cause of the suggested event might be the lid of oer-pro was closed while maj-1971 was in between the lid and the reprocessing basin, maj-1971 and endoscopes being hit massively. Since there was no additional information from the user, we could not confirm any factor to cause the event from design nor structure of the device. Olympus will continue to monitor the field performance of this device. The instructions manual provides the following - preparation and inspection - visually inspect the connecting tube to ensure that are no cracks, breaks, rips, scratches attached debris or other irregularities.